Manufacturer narrative:
Medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8.50/+2.0/86 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2021. The patient experienced elevated intraocular pressure without pupil block and angle closure. On (B)(6) 2022 the lens was explanted. This resolved the problem.